Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown ao/asif monolateral external fixator, unknown quantity, unknown lot. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article: sangkaew, c. (2004). Distraction osteogenesis with conventional external fixator. International orthopaedics, vol 28, pp. 171-175. Twenty-one patients were studied between 1991 and 2002 using a conventional external fixator, ao/asif. Some patients had an infection open fracture or infected nonunion. Corticotomy performed, bone distracted 1mm every 48 hours. After the fixator was removed, the mean follow up period was 18.7 months, ranging 6-108 months and new bone was gained. There were nineteen males and two femails with an mean age of 32, ranging from 6-57. Postoperatively, pain management was treated with narcotics on day 1, then acetaminophen. After lengthening achieved, weight bearing status was progressively increased. Approx 16 of 21 patients had complications and included: superficial pin-track infections, resolving with local care and oral antibiotics; axial deviation corrected by acute reduction and changing pin site; premature consolidation managed by osteoclasis and increasing the rate of distraction residual shortening; new bone fracture due to minor trauma treated with functional cast; persistent nonunion and at the end of treatment it functioned as painless false joint; persistent infection. Radiographs, scanogram. This is report #1 of #1 for (B)(4). This report is for an unknown ao/asif monolateral external fixator with an unknown part number, lot number and quantity.